Event description:
It was reported that this pacemaker exhibited difficulties to interrogate. Technical services (ts) requested further analysis and determined that the device had experienced a true positive remote monitoring disabled (rmd) for radio frequency (rf) telemetry due to a low loaded battery voltage measurement. Device replacement was recommended and the findings were communicated to the representative for follow-up with the clinic. No adverse patient effects were reported. This pacemaker remains in service.